Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6a: unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric icl implantable collamer lens, into the patients eye and the patient experienced a refractive error. The lens remained implanted. Additional information has been requested but none has been forthcoming.